Manufacturer narrative:
This case was assessed as reportable to the FDA, as the event localized hair loss (pt: injection site alopecia), was deemed to meet the serious criteria of required intervention to prevent permanent damage. The device history record for radiesse(+) injectable implant could not be reviewed, as the lot number reported was confirmed to be invalid.

Event description:
This MDR is related to MDR 3013840437-2024-00039, referring to the same patient. This spontaneous report was received from a us health care professional and concerns a male patient. He was injected with radiesse(+). After the radiesse(+) injection, the patient experienced localized hair loss, at two injection sites. The outcome of the event was unknown. Follow-up information was received on 07-mar-2024: this case was upgraded to serious. The event redness was added. The patients initials, date of birth (1980), age, and weight (72.6 kg) were provided. He was 43 years old at the time of the event. The patient was injected with a total of 7.5 ml of radiesse(+) into the jawline, jowls and cheeks (off label use of device), on (B)(6) 2024. Batch number was ambiguously reported as a8063m0k2. The patient was previously injected with botox. The patient had no relevant medical history or relevant concomitant medication. On (B)(6) 2024, immediately after the radiesse(+) injection, the patient experienced the events. Saline was injected into the area. The treatment was necessary to accelerate recovery and to prevent permanent damage. Laboratory tests were not performed. At the time of this report, the patient still had hair loss and redness in the area. Due to the provided information, the outcome of the event hair loss was considered as not resolved (changed from unknown). Due to the provided information, the outcome of the event redness was considered as not resolved. In the opinion of the reporter, they were not sure and it was hard to tell if the events were related to radiesse(+) (changed from reasonable possibility no not assessable).